Manufacturer narrative:
(B)(4). The wallflex biliary device was returned for analysis. Only the delivery system was received, the stent was not returned since it had been deployed during the procedure and remained implanted. No issues were noted along the length of the returned delivery system. It is likely that the difficulties experienced during deployment were due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on october 09, 2017 that a wallflex biliary rx fully covered stent rmv was implanted in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the physician started deploying the stent when it was noted to "shoot upwards" above the stricture. The prematurely deployed stent remains implanted within the patient. The procedure was not completed at this time as another wallflex biliary stent was not available. The physician plans to implant another stent in the patient's bile duct. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.